Event description:
It was reported that pt presented for arthroscopy, meniscal repair to left knee. Allegedly, during procedure, metal shavings from stryker shaver blade broke off into pt.

Manufacturer narrative:
Additional information will be provided once investigation is completed.